Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. Customer's blood glucose level was 224 mg/dl at the time of incident. Customer stated that the approximate size of air bubbles was much bigger than the champagne bubbles and were noticed during filling process. Customer said the bubbles are getting bigger than the champagne bubbles. The reservoir will not be returned for analysis.